Manufacturer narrative:
Correction: section h6: code "1508 - therapy delivered to incorrect body area" code added for "buzzing" felt in chest.

Event description:
It was reported that the patient felt a "buzzing" in his chest when ventricular pacing. It was noted that remote monitoring showed an increase in pacing impedance on the right ventricular (rv) lead. The rv lead was capped 3 apr, 2024 and replaced. The patient was stable.